Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and that they experienced low blood glucose levels of 44mg/dl to 60mg/dl. The customer's blood glucose level at the time of the call was unknown. The customer stated that they were in an auto accident a year ago and that they ran him through a magnetic resonance imaging. The customer declined to troubleshoot the issues. The insulin pump will not be returned for analysis.